Manufacturer narrative:
The results of product evaluation suggests that during withdrawal of the ranger balloon catheter, it became entangled with the proximal stent bridges. This entanglement caused the stent to become severly mangled and separated from the distal stent body.

Event description:
In 6/97, a coronary stent with delivery system was successfully advanced and deployed at the target lesion site located in the pt's saphenous vein graft to the right coronary artery. On 12/11/97, it was reported that a restenosis was observed within the previously deployed stent. A scimed ranger balloon catheter was introduced and advanced to the area of the restenosis in an attempt to clear the restenosis. Upon withdrawal of the balloon catheter, it was reported that half of the previously deployed stent was withdrawn from the pt as well. Subsequently, the saphenous vein graft occluded and the pt was sent for coronary artery bypass graft surgery. There were no add'l complications reported relative to this event.